Manufacturer narrative:
Device passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father reported via phone call that the customer experienced hyperglycemia ranged from 8 mmol/l to 17 mmol/l. It was reported that the customer delivered 20 units of insulin and his blood glucose level would not come down. The customer treated blood glucose levels with insulin pump. It was stated that the customer had changed the infusion set and delivered large amounts of insulin and changed his sites but the issue persisted. It was also stated that the insulin pump was buzzing because he had removed the battery out of the insulin pump and placed a new one in to the insulin pump to put basal rates back to zero but the insulin pump is going into the rewind loop. The customer was advised to replaced out the insulin pump and revert to backup plan. Product is being replaced and is not expected to return.